Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. The returned extension (serial no: (B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #1 conductor was broken less than 5 cm from the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event occurred during initial implant and re-tunneling was not required to replace the extension. Event is reportable for malfunction, but is not reportable for serious injury. Concomitant medical products: product ID 3708695, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that no re-tunneling was required to replace the extension.

Manufacturer narrative:
Concomitant medical products: product ID: 3708695, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 13-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. An unacceptably high impedance was observed on one contact after tunneling the extension and connecting it to the lead. The extension was allegedly defective. The device was disconnected and cleaned, but the issue was not resolved. The high impedance was resolved after replacing the extension. The patient had no symptoms and was doing fine with the fully implanted system at the time of this report. It was unknown what external factors may have contributed to the event. No further complications are anticipated.